Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Device passed all operating currents tested within the specific range and passed off no power test. Device was monitored and tested with no off no power alert noted. Device was programmed with test mini link transmitter and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the value properly on display graph. No lost sensor alarm noted. Device received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value and off no power alert. Customer¿s blood glucose value at time of incident was 34 mg/dl and current blood glucose value was 200 mg/dl. Customer treated with food. Customer states they did not receive a low battery alert prior to the off no power alert. Insulin pump will be returned for analysis.